Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery could not be charged. There was no adverse impact to customer's blood glucose level. The pump successfully began charging after leaving the pump plugged into the power source.